Event description:
A distributor in south korea reported on behalf of a healthcare facility that a rt380 adult dual heated evaqua2 breathing circuit failed the leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: the distributor stated that the rt380 adult dual heated evaqua2 breathing circuit failed the pre-leak test. Visual inspection of the provided photograph could not confirm the reported fault. Conclusion: our investigation was unable to determine the exact cause of the reported fault. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.